Manufacturer narrative:
The voalte® patient safety application is intended to collect medical device data, including therapy surface and patient parameters, to document activities and to alert caregivers and other personnel based on caregiver specified criteria and system events. These alerts and notifications will be sent via network application, nurse communication (optional), and wireless communication devices within the healthcare environment. The application will provide reports on the data collected and alerts generated. The application will also provide default voalte® patient safety protocols which allow caregivers to customize voalte® patient safety protocols, within the application, based on their risk assessment of the patient. Patient safety will monitor the voalte® patient safety protocols set by the caregiver and the associated data points and alert caregivers when the protocol settings are violated or require attention. The application includes workflow capabilities that allow  for suppression (or silencing) of associated alerts in the patient location when a caregiver is present, as well as automatic disabling and enabling bed exit alerting when a compatible bed is connected. The customer had the voalte patient safety product installed and was using alert suppression feature of patient safety, where when a staff member is located in the room the software will "suppress" and "control" the bed exit state. Troubleshooting found the issue to be due to a software bug where certain sequence of events may result in the alert suppression feature getting stuck "on" after a caregiver leaves the room resulting in the bed exit remaining disabled when it should automatically re-enable. There was no reported injury as a result of this event, however; a software error which may result in a missed alert for a bed exit event could be likely to result in serious injury or death if it were to recur. Therefore, hillrom is cautiously reporting this malfunction.

Event description:
It was reported that the bed exit alert stayed off when it should have automatically re armed. There was no reported injury associated with this event. This event was captured under hillrom complaint ref #:(B)(4).